Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, such as improper bone preparation and misaligned insertion.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-9301-02 arthrex eclipse cage screw medium (35.0 mm) would not bite when it was being properly sized. This was discovered during a procedure, with no reported patient harm. Additional information was received on 08-jan-2026: this occurred inside the patient during a total shoulder arthroplasty procedure on (B)(6) 2025. The case was completed with an ar-9301-03 arthrex eclipse cage screw large (40.0 mm). The case was delayed five minutes, and it is unknown if additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.